Manufacturer narrative:
The device involved in this event was not returned; therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained thus no conclusion can be drawn for this event. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.

Event description:
User facility reported that after completion of a novasure procedure, the uterus was examined via hysteroscope. A uterine perforation was found upon this examination. The preformation had sealed itself and there was no bleeding at the site. Post-operatively, the pt was given antibiotic treatment and reported to be doing well.